Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.

Event description:
It was reported that the device had delivered a message of possible output circuit damage. The device had not been checked over a year. Twenty-four aborted charges were logged on the device. The initial therapy was triggered during an svt. All aborted shocks were also triggered during an svt. The device was explanted and the lead was capped.